Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. Pump communicated with guardian 3 link/test plug and displayed the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value 100 mg/dl properly on the display graph. Pump sensor feature working properly. No calibration anomalies were noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. The customer reported it rejected 2 sensors. It gave sensor updating was blinking and light color. Customer states display is blank currently. The customer inserted new battery and then the insulin pump made a beep but nothing on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.